Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump has pieces chipped off at the top of the reservoir. The customer states was is in the hospital due to diabetic ketoacidosis not caused by pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.